Event description:
A user facility returned the olympus evis exera ii duodenovideoscope to the service center. Upon inspection and testing of the customer returned device, it was observed that the forceps channel malfunctioned and there was foreign material on the groove distal end of the device due to insufficient cleaning. This report is being submitted for the event found during evaluation. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation found the foreign material exiting from the device. The light guide lens and the plastic distal end cover were worn and scratched respectively. Additionally, the bending section cover was detached and the angle wire and bending angle in the upward/downward does not meet the standard value. The faulty parts need replacement to meet olympus functional standard. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
Correction to date rec¿d by MFR of the initial medwatch. The aware date should be 04-jan-2022. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, the suggested event likely occurred in the following device handling: insufficient reprocessing around light guide lens by user after procedure. Foreign material adhered in forceps elevator dried and solidified because user did not conduct reprocessing immediately after procedure. The event can be detected/prevented by following the instructions for use which state: 3.5 manual cleaning: brushing around the forceps elevator and instrument channel outlet. 3.3 precleaning: if the endoscope is not immediately cleaned after each procedure, residual organic debris will begin to solidify and it may be difficult to effectively reprocess the endoscope. Olympus will continue to monitor field performance for this device.